Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information received from the physician stated patients were within normal limits at one day and one week post-operative visits. The patients returned between day sixteen and twenty three with complaints of pain and redness. The typical anterior chamber reaction was mild with high amount of pigment cells. Patients were treated with increased steroids. Early response was a slight intraocular pressure (iop) decrease, followed by a rise in iop within a few days. Iop lowering medications were added and some patients received an anterior chamber tap immediately to lower the iop. Amounts of pigment cells two - three plus developed early in the treatment phase. Pigment shedding led to transillumination defects. All patients resolved with treatment and ended essentially plano and within one line of pretreatment best corrected visual acuity. The physician noted laser maintenance was performed about six weeks ago and no cases have been reported since.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. The user performed an energy check and treated six eyes / three patients before this corresponding patient. The corresponding treatments were performed over an hour later. However, it is recommended, that an energy test is performed before each patient. The measured energy was stable. The corresponding treatment was performed without interruption. No technical root cause was detectable. There is no known correlation between the excimer laser itself and uveitis or glaucoma. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported patients developed mild uveitis followed by severe pigment desperation glaucoma two weeks post-operatively. Symptoms are continuing. Intervention was required to prevent permanent impairment/damage. The doctor is blaming the laser. Additional information has been requested. There are two related reports for this patient. This report addresses the patient aa's right eye, and another manufacturer report will be filed for the fellow eye.